Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a sfa intervention. The guidewires black jacket was somehow damaged and had started to bunch up [accordioned] at the tip during the peripheral vascular intervention. The black jacket remained on the guidewire and was removed along with the guidiwre. After removal the wire looked like it was cut circumferentially. No intervention needed to retrieve any foreign bodies from the patient. Product malfunction only. A competitors wire was used to complete the procedure.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.